Event description:
The device was used to treat a pt who had been down for between 30 and 45 minutes. The device operators attempted to shock the pt, but reportedly the device displayed a connect electrodes message when the charge button was pressed. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.